Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of defective patient board could not be identified. However, it¿s likely the cause is related to a change in the operational amplifier circuitry on the dr board (printed circuit board) which led to the countermeasures failing, or the video connector may have been improperly connected. It was confirmed that the design of the operational amplifier section of the dr board was changed on (B)(6) 2018. Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective patient board. In addition, flickering image on the separate video output while shaking the cable were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 160 and 180 series scopes. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.